Event description:
It was reported that a female patient, initial left knee implanted on (B)(6) 2018, underwent a revision procedure on (B)(6) 2024, approximately 5 years 11 months post the initial procedure. The patient was revised due to femur loosening from poly and patella wear. Everything was removed. There were no device breakages or surgical delays during the procedure. X-rays were provided. The patient was last known to be in stable condition following the event. No explanted devices are available for analysis as they were disposed of by the hospital. Device images were provided. No further information.

Manufacturer narrative:
D10: concomitants: 4576988 - 02-012-47-3509 - logic cr tib insert std, sz 3.5, 9 mm 4578210 - 02-010-03-0235 - logic cr femoral cem, left, sz 3.5 5245724 - 02-012-45-3535 - lgc tibial fit tray cem sz 3.5f / 3.5t 5248761 - 201-78-15 - holding pin mini sharp point 4 pk 5340556 - 521-78-23 - threaded pin size 2.3 collared 5340576 - 521-78-23 - threaded pin size 2.3 collared 5260743 - 521-78-32 - threaded pin size 3.0 collarless 1000018027 - a10012 - gps implant kit v2 h3: the revision reported was likely the result of presumed prosthesis wear, instability, and an insufficient bond between the femoral component and the bone, which led to aseptic (non-infected) femoral loosening. However, this cannot be confirmed as the devices were not returned for evaluation.